Manufacturer narrative:
Analysis of the implantable neurostimulator: model 37712, serial # (B)(4), found no significant anomaly. Battery capacity was reduced due to over-discharge.

Manufacturer narrative:
Product ID 377875, lot# v017642, serial# implanted: (B)(6) 2008, explanted: product type lead. Product ID 377875, lot# v017642, serial# implanted: (B)(6) 2008, explanted: product type lead. Product ID 37752, lot# serial# (B)(4), implanted: (B)(6) 2008, explanted: product type. Recharger: product ID 37743, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).

Event description:
It was reported that the device was eos (end of service) and replaced. There was also impedance values found to be out of range, >20000. Addition information was requested, but was not available as of the date of this report.